Event description:
In 1993, the cryopreserved aortic valve and conduit in question was implanted into a patient with with a history of congenital pulmonary stenosis and pulmonary artery stenosis. The allograft was used during an rvot reconstruction. Post-operatively, the patient presented with a peak pulmonary gradient ranging between 20 and 40 mmhg. In 2000 (approximately 7 years post-implant), the patient underwent replacement of the valve in question with a cryopreserved pulmonary valve due to calcification and outgrowth.